Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that there was a CAPA covering the issue with the pressure disk of the setscrew, however it was determined that the failure was due to wear. The assignable root cause was determined to be traced to component failure from normal wear. (B)(6). UDI: (B)(4).

Event description:
It was reported from (B)(6) that during in-house engineering, it was observed that the battery oscillator device pressure disk of the setscrew had shifted, the triggers would not run smoothly and the mode-switch resistance was too low. It was further determined that the device failed pretest for cannot insert cutter, check saw blade coupling, trigger test, and mode-switch test. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.